Event description:
Related MFR reports: 1627487-2020-00644. It was reported one of the patient's implanted drg leads had migrated. X-ray images taken confirmed the migration. The lead was successfully replaced with a new one and, stimulation therapy was confirmed postoperative.